Event description:
Customer reported high results. Device = 490 mg/dl. Customer went to the emergency room (ER). Within 20 minutes, ER device = 189 mg/dl. No treatment was received. Controls were in range. A request was made for return product and replacement product was sent.